Event description:
It was reported that soon after implant the patient was returned to the cath lab for pericardiocentesis due to tamponade post implant from the right ventricular (rv) lead. The rv lead was checked and the lead still had good numbers, so no lead revision was done. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: concomitant product: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).